Event description:
A1104b olm intracranial pressure monitoring probe was being used on a pt. The pt was taken for an MRI with this probe (misuse). Consequently the probe was broken and it was necessary to insert a new one. The pt was not injured as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.